Event description:
In (B)(6) 2012, zoll installed updated software rev m, rel. 07.44.100-on all zoll e-series units we own. The install was intended to address a gain issue when more than one waveform or the CPR feedback was enabled reducing the gain on the ECG display by 50%. The gain displayed on the updated software is now the actual gain selected, regardless of other waveforms enabled. In a recent incident on (B)(6) 2012, paramedics were monitoring a pt and the signal was asystole, and then a change occurred in that the monitor then interpreted the pt signal as v-fib and the pt was shocked. Upon review of the code summary, with the exception of the first interpretation, all other periods were actually course v-fib. This incident is similar to our initial report in august 2011, (B)(4).